Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy mr, ous, 2.25x38mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found the second distal strut was lifted on one side and pulled in a distal direction. The undamaged stent outer diameter of the proximal section was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube shaft. A visual and tactile examination found a midshaft kink 90mm proximal of midshaft/hypotube bond. This type of damage is consistent with excessive force being applied to the delivery system. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 30-jan-2018. It was reported that crossing difficulties were encountered. The non-totally occluded, 2.25x38mm, concentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the mildly tortuous and moderately calcified left circumflex artery. A 2.25 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another 2.25 x 38 synergy¿ drug-eluting stent followed by post-dilatation. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.